Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. Follow up with the customer confirmed that the device has been retired and removed from service. The device was not returned to physio-control for evaluation. Therefore, a conclusive cause of the reported failure cannot be determined.

Event description:
It was reported that the device no longer provided voice prompts after replacing the charge-pak and electrode set. The lights blink when the lid is opened; however, no voice prompts were audible. There was no patient use associated with the reported failure.